Manufacturer narrative:
The device was returned for evaluation. The unit was received with the left and right pawls worn and needing replacement. The lock was difficult to lock and unlock. The unit was received without the ¿pedi¿ rocker arm or suit case. The DHR shows no abnormalities related to the reported failure. Complaint confirmed via inspection of the unit. With respect to the complaint, the returned unit did not meet all specific functional testing. UDI # (B)(4).

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the plunger button on the bottom of an a2114 mayfield infinity xr2 skull clamp was not locking and cannot be used. There was no known patient contact nor delay in surgery.